Manufacturer narrative:
The failure was confirmed by the repair technician through visual inspection. The pin was missing from the head of the attachment.

Event description:
It was reported that during set up of a surgical procedure at the user facility, the radiolucent right angle drive had a pin that fell off. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.

Event description:
It was reported that during set up of a surgical procedure at the user facility, the radiolucent right angle drive had a pin that fell off. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.